Event description:
High readings on his ultra smart meter. A medical affairs specialist (mas) sent follow up questions and obtained the following information: in 2006, the pt obtained readings around 151 mg/dl and did not experience any symptoms at the time of testing. She took 1u of actraid and her protafan insulin and went to bed. Within an hour the pt became unconscious. Her husband tried to give her glucose and contacted the paramedics. Paramedics arrived 10-15 minutes later and tested the pt on their meter and rec'd a 22 mg/dl. The pt was treated with glucose infusion and was taken to the hosp. Her initial reading in the hosp was 36 mg/dl. In the hosp she was treated with glucose infusion. Between "0.00 and 0.15 am" the pt regained consciousness. She tested her blood glucose on her meter and rec'd a 36 mg/dl. On 02/22/2006 she compared her meter to the ultramsart meter and the lfs meter showed "60-70 mg/dl" higher than the hosp device. The diagnosis was hypoglycemia. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done, since the pt didnot have control solution. Cusotmer care agent (cca) sent the pt a replacement meter. The complaint is being reported because a medical professional treated the pt for hypoglycemia.